Event description:
Nurse reported that she programmed a heparin drip at 1.7ml/hr. Customer is requesting an event log review. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been received. A f/u report will be submitted with failure investigation results should the logs be received for eval.